Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-34 (lot: 0011494831); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded one time, successfully. The valve load was verified. The valve was loaded successfully with an overlap to the 3rd node. A 21 millimeter (mm) non-medtronic pre-balloon aortic valvuloplasty (bav) was performed. It was revealed by chest radiation that the patient has a heavily calcified aorta. Upon initial deployment of the valve, at 80% deployed, an infold was noted. It was determined that the infold was related to being constrained by the calcified anatomy. The valve was recaptured and removed. A second bav was performed with a 23mmnon-medtronic balloon. A new valve was implanted successfully. No adverse patient effects were reported.